Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported broken wheel cannot be determined at this time. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that a nurse was injured when the castor wheel broke off the workstation while being maneuvered. The user facility¿s department manager reported that the workstation had been taken out of service due to the broken wheel and that the nurse was made aware of this. The nurse reportedly forgot and pushed the workstation which caused the other equipment to fall. The nurse was placed on home rest for two days and then returned to regular work duties.